Event description:
It was reported that: "on (B)(6) 2024 we faced a very significant resistance and major difficulties in removing the cob connector from the intubation tube when the trach care system was inserted. No clinical consequences observed during this incident. We carried out the test on other tubes, associated complaints: 8040412-2024-00224 and 8040412-2024-00226.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn#(B)(4). The reported issue 'the tube connector cannot be disconnected from the tube' was confirmed upon investigation of the returned sample. The customer returned an actual sample for investigation. Visual inspection of the returned sample revealed no abnormalities. Dimensional and functional inspection of the returned sample revealed that the sample measurement met required specification, however, the connector was manually unable to detach from the tube. Additionally, the IFU was reviewed, and the connector assembly features of et tube were designed in such a way that the connector can be removed and connected back to the tube when the tube required to be cut to length. There is precaution stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnected during use. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, the probable root cause has been determined to design issue. Further investigation has been initiated under teleflex's quality system by the manufacturing site to address this issue.

Event description:
It was reported that: "on (B)(6) 2024 we faced a very significant resistance and major difficulties in removing the cob connector from the intubation tube when the trach care system was inserted. No clinical consequences observed during this incident. We carried out the test on other tubes, associated complaints: 8040412-2024-00225, 8040412-2024-00224 and 8040412-2024-00226.